Manufacturer narrative:
H11 correction: section b4: the date of this report (aware date) was documented as (B)(6) 2023 in the initial medwatch submission. The correct date is (B)(6) 2023.

Event description:
It was reported that a patient expired after a da vinci assisted pulmonary wedge resection. The interventions that day began by marking the area of concern via an ion procedure. The ion procedure was completed uneventfully and the lesion was marked as planned. Following the marking, the da vinci system was brought in for the wedge resection which also was completed successfully and the da vinci system was undocked. At the conclusion of the procedure, and while the lung was being reinflated and they were waking the patient up, the patient experienced ventricular tachycardia and fibrillation with no palpable pulse. Advanced cardiac life support (acls) protocol was initiated. An echocardiogram showed a patent foramen ovale and there was air in the heart. It was suspected that the patient had an air embolism and coded. A decision was made to place the patient on veno-arterial extracorporeal membrane oxygenation (va-ECMO). She remained intubated and approximately a week later, when they were going to extubate, she developed an embolic stroke to her brain. Subsequently, the patient suffered a second stroke and developed acute renal failure and persistent respiratory failure. The family elected to withdraw support due to multiorgan failure and the patient ultimately expired on postoperative day 23. There were no reported issues with the ion system or instruments during the dye procedure, and no reported issues with the da vinci system or instruments during the surgical wedge resection procedure.

Manufacturer narrative:
Based on the current information provided, the surgeon believes the cause of death to be an air embolism, cardiac arrest, and subsequent post-operative complications. There was no report of any issues with the ion or da vinci systems. An advanced technical review of system logs showed no errors during the procedure that would have caused or contributed to the reported event. A device history record review for the device(s) used during the procedure showed no non-conformances were identified. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that this patient expired after a da vinci pulmonary wedge procedure which followed a preoperative ion marking procedure. Both procedures were uneventful during each respective case. However, the patient had profound hemodynamic changes while emerging from anesthesia and an echocardiogram revealed air in the heart. A patent foramen ovale was also noted. An air embolus was suspected. The mechanism for how an air embolus may have occurred is unclear and insufficient information is provided to ascertain if or how either isi related procedure may have contributed to this event. The patient later went on to require ECMO and subsequently expired. Based on the information in the summary of events, insufficient information exists to ascertain if any intuitive products contributed to this event.